Event description:
The physician reported a volume discrepancy. The expected residual volume was 12ml. The actual residual volume was 18ml. The pump logs were checked and a motor stall was not observed. It was noted that the patient had no therapy or medical problem related to the event. The medication being delivered via the device system was not reported. No additional information was provided.

Manufacturer narrative:
(B) (4).

Event description:
It was also reported that the patient was receiving morphine through the pump, was not having symptoms, and was not complaining of pain. The physician reported that the patient had other, unspecified medical issues going on. A review of the pump logs showed a motor stall recovered message on (B)(6). It was not clear when the motor stall occurred, and the length of the motor stall is unknown. The patient had fallen and had an MRI on (B)(6).

Manufacturer narrative:
(B)(4).